Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no issue with communication and the patient wanted the competitor¿s device. The issue was resolved and the ins wouldn't be returned.

Manufacturer narrative:
Other applicable components are: product ID: 37612; serial# (B)(4), implanted: (B)(6) 2018 product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had both ins¿ explanted and switched to another competitor ins. The reason they got the devices explanted was because they weren¿t able to communicate with either ins¿. There were no further complications reported.